Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up. No patient injury was reported.